Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 453 mg/dl with large ketones. Subsequently, the customer went to the emergency room (ER). The customer was uncertain of the suspected cause of the elevated bg. At the ER, insulin drip and saline were administered. Reportedly, later that day when the customer left the ER, their bg was 137 mg/dl and the ketones were being flushed.